Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Troubleshooting found that no mechanical issues occurred. The power conversion enclosure was found to not be providing voltage. To resolve the reported issue, the representative replaced the power conversion enclosure. The imaging system then passed the system checkout and was found to be fully functional. The suspect power enclosure has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, after taking a post-operative spin, the gantry door would not open. Adjustment of the rotor resolved the reported issue and the site was able to open the gantry door. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.